Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter address 1: (B)(6).

Event description:
It was reported that the procedure was cancelled as the patient started to be unstable. Vascular access was obtained via the left femoral artery. The 80% stenosed, 80x6 mm, concentric, and de novo target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a 6f non-boston scientific (bsc) introducer sheath was introduced, a 035 non-bsc guidewire crossed the lesion and a 6f non-bsc guide catheter was engaged. Subsequently, a 5.0 x 100, 75 cm mustang balloon catheter was advanced for pre-dilatation. However, during the procedure, the balloon catheter failed to cross the lesion. The device was removed and the procedure was abandoned as the patient started to be unstable.

Event description:
It was reported that the procedure was cancelled as the patient started to be unstable. Vascular access was obtained via the left femoral artery. The 80% stenosed, 80x6mm, concentric, and de novo target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a 6f non-boston scientific (bsc) introducer sheath was introduced, a 035 non-bsc guidewire crossed the lesion and a 6f non-bsc guide catheter was engaged. Subsequently, a 5.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the procedure, the balloon catheter failed to cross the lesion. The device was removed as the patient started to be unstable.

Manufacturer narrative:
B1 - corrected to 'adverse event' b5 - corrected. H6 - corrected to 'unexpected deterioration' (h6) impact code corrected (a2) age at time of event: 18 years or older. (E1) initial reporter address 1: (B)(6).

Manufacturer narrative:
(A2) age at time of event: 18 years or older. (E1) initial reporter address 1: (B)(6). Device evaluated by MFR. : a mustang 5.0 x 100, 75cm was received for analysis. A visual examination of the returned device found that the balloon had not been inflated. An examination of the balloon material identified no issues. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found both markerbands to be undamaged and present in the correct position on the shaft of the device.

Event description:
It was reported that the procedure was cancelled as the patient started to be unstable. Vascular access was obtained via the left femoral artery. The 80% stenosed, 80x6mm, concentric, and de novo target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a 6f non-boston scientific (bsc) introducer sheath was introduced, a 035 non-bsc guidewire crossed the lesion and a 6f non-bsc guide catheter was engaged. Subsequently, a 5.0 x 100, 75cm mustang balloon catheter was advanced for pre-dilatation. However, during the procedure, the balloon catheter failed to cross the lesion. The device was removed as the patient started to be unstable.